Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #unk has a loose screw. I have an implant placed 12 years ago with a loose crown. The implant is fully integrated and I want to use a new screw to secure the screw retained crown. The implant is: 4.7 x 10 mm tsvwb10 lot 62575792. Didn't want to retorque the old one for fear of it work hardening and breaking it.